Manufacturer narrative:
(B)(4) date sent: 10/14/2024 d4: batch #unk h6: health effect-clinical code = e10, gastrointestinal system. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device cdh29p lot number a9d10h and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date, a response has not been received. Should additional information be obtained, a supplemental report will be submitted. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection procedure they had used a cdh29p in this initial procedure on (B)(6) 2024. They brought the patient back on (B)(6) 2024 for a leak. The doctor used the cdh31p, did leak test at end and it leaked. Opened and used another cdh31p for anastomosis. The patient was brought back for a third time but on same day of (B)(6) 2024 and they had to do an ostomy. Patient is currently still in hospital.

Manufacturer narrative:
(B)(4) date sent: 10/17/2024. Additional information was requested and the following was received: what were the indications for surgery? Colon cancer stage 1. What surgical procedure was performed? First left colectomy, second and third lar did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Md where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Green check audible click was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? Two was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes, complete donuts on all 3 were there any issues noted with staple formation? If so, please describe the shape and location. No does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? No was a leak test performed? If so, what type and what was the result? Yes. Clamp colon proximal to anastomosis and inflate rectum with air and look for bubbles. Was the staple line visualized endoscopically during the initial surgical procedure? No how was the leak identified? Days later patient was in pain and brought back to the or. What was observed at the site of the leak upon reoperation? Entire staple line was open. How was the leak addressed? Another anastomoses x 2 and then colostomy.